Event description:
As reported by the sales rep approximately one year and seven months post index procedure the patient experienced a myocardial infarction. It was also noted that there was a possible stent fracture. The stent was implanted in (B)(6) of 2009. Per the email from the physician to the sales rep, "this was a case of a 3.5x18 cypher implanted in (B)(6) 2009 in the distal rca that presented with mi (B)(6) 2010. Angio and ivus confirm a non-displaced stent fracture treated with thrombus extraction and restenting (3.75 x 28 promus). Patient has been discharged and is doing well." Additional patient and procedural information has been requested, but has not yet been forthcoming.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Updated cc to include film review report. As reported by a cordis sales representative, a (B)(6) male patient experienced a myocardial infarction, thrombus and stent fracture approximately (B)(6) months post implantation of a cypher stent. Past medical history included hypertension and past smoking. A patient received a 3.5x18 mm cypher stent implanted at 12 atm. In the distal rca during the index procedure. Post dilation was conducted with an unknown 3.5x15 mm nc balloon at 16 atm. The lesion was described as 12 mm in length, 80% stenosis and no calcification. The cypher stent was implanted in an actively moving segment of the artery but there was no myocardial bridging noted. Ivus was not conducted. Approximately eighteen months later the patient was hospitalized due to myocardial infarction. A coronary angiography and ivus confirmed a non-displaced stent fracture and flow-limiting thrombus treated with thrombus extraction and restenting with a non-cordis stent (promus 3.75x28 mm). The physician stated that "the patient has been discharged and is doing well." Procedural films were received and sent for independent review which noted the following: "the patient is a (B)(6) male who suffered an acute myocardial infarction. At cardiac catheterization he was found to have stent fracture in the distal rca stent with thrombotic occlusion of the vessel. The patient underwent repeat intervention with placement of a 3.75x28 mm promo stent. The patient had an uneventful post-procedure course. The case in context revealed a right coronary artery where a stent was placed in the distal segment and stent fracture with a 2.0 mm separation of the stent fragments visualized. The vessel did appear to be hypermobilie and the stented segment was relatively short with a 3.5x18 mm cypher stent implanted (B)(6) months previously. There were not excessive calcifications and the tortuosity of the vessel was not severe. I do believe the hypermobility of this vessel may have played a role in the mechanical forces that lead to the fracture of the stent. The initial index angiogram from the first procedure would have been useful to determine whether there were angulations of the segment of this vessel stented or not. I see no other factors that may have played a role". The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. While not observed in the (B)(4) trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Based on the information provided, there are possible patient, lesion/vessel characteristics (vessel hypermobility) that may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
As reported by a cordis sales representative, a patient experienced a myocardial infarction, thrombus and stent fracture approximately eighteen months post implantation of a cypher stent. Past medical history and antiplatelet therapy prescribed was unknown. A patient received a 3.5x18mm cypher stent implanted in the distal rca during the index procedure for unknown reasons. Procedural details are not available. Approximately eighteen months later the patient was hospitalized due to myocardial infarction. A coronary angiography and ivus confirmed a non-displaced stent fracture and thrombus treated with thrombus extraction and restenting with a non-cordis stent (promus 3.75x28mm). The physician stated that "the patient has been discharged and is doing well." Additional patient and procedural information as well as procedural films have been requested, but is not available. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. With the limited information available, and without the films available for review, the complaint could not be confirmed and no determination regarding potential contributing factors could be made.